Event description:
Report received from the USA stating that the device had a leak in the hose. The device was being used during surgery. There were no injuries, however it is unknown if a delay occurred during the surgical procedure. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).